Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis did not replicate or confirm the reported problem. In logs, the error was found indicating on left master tool manipulator (mtm), confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 3 replicating the reported event. The mtm was then installed onto a surgeon functional test platform (sftp) where power up was found to be failing on the axis 3. Once testing was completed, axis 3 motor and cables were applied behavioral analysis tested and were verified to be the source of the fault. As a result of these findings, failure analysis concluded that axis 3 motor and cables were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with the left master tool manipulator (mtml). There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.